Event description:
Related manufacturer reference number: 2017865-2022-04783, related manufacturer reference number: 2017865-2022-04784. It was reported that the patient presented for initial implant. During procedure, three leads failed to be implanted in the left ventricle. The first lead could not get access and could not navigate through the correct vein. On the second lead, the guidewire got stuck and the lead would not move forward. The third lead had the same problem occur. The leads were replaced and a bipolar lead was able to be implanted with success. The patient was stable post procedure.

Event description:
New information noted that the issue was due to patient anatomy.